Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported (patient pain) condition could not be confirmed since the unit was not returned for evaluation. The reported condition is a result of several possible contributors. The root causes identified in the risk document are: design: sterilization cycle not capable of reducing bioburden at worst-case locations. Device design not able to be sterilized. Device packaging does not retain sterile barrier. Process: error in packaging or sterilization process. Application: use past device packaging shelf life. User contaminates device. Rough handling of sterile packaging. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that 2-3 weeks after a primary surgery, the patient had severe pain and inflammation which necessitated water therapy as she could not endure regular physical therapy. The patient states that 6 months after the primary surgery a revision was needed. She was pregnant and could not have the revision.

Event description:
It was reported that 2-3 weeks after a primary surgery the patient had severe pain and inflammation which necessitated water therapy as she could not endure regular physical therapy. The patient states that 6 months after the primary surgery a revision was needed. She was pregnant and could not have the revision.